Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of stroke could not be conclusively determined. Stroke is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Stroke has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient suffered from neurologic dysfunction. The patient had symptoms of speech difficulty, word finding difficulty, and hemihypesthesia. The patient also had a feeling of pressure in the left eye for four days. The patient was monitored in the stroke unit for two days. The cause of the event was thought to be in the cardioembolic genesis. The patient is to be monitored and receive physical therapy. No further information was provided.